Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination. In addition, during the evaluation the blower assembly, blower bellows, tubing -fi02, tubing- system board, tubing- blower chassis, tubing -low flow 02 and muffler assembly were all replaced due to contamination. Also, the front panel was replaced due to physical damage, and display board was damaged during repair and replaced.